Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was moving and sticking out from the left hip. As a result, surgical intervention was taken and the ipg was repositioned. Effective therapy established.

Event description:
Further follow-up indicates the pocket revision occurred on (B)(6) "2019". Issue resolved.